Event description:
This rv lead was implanted on an unknown date in (B)(6) 2005 and still remains implanted at this time. In a product experience report received on 05/11/2018 it was noted that the lead exhibited noise. The physician was dr. (B)(6) at (B)(6) italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).